Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and the right ventricular (rv) lead exhibited t-wave oversensing (twos). Both leads continue to be monitored closely and remain in use. No patient complications have been reported as a result of this event.